Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 11/01/2023, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. Block h6: imdrf device code a090208 captures the reportable event of poor-quality image.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used on an endoscopic retrograde cholangiopancreatography (ercp) used to treat cholangitis performed on an unknown date. About 5 minutes into the procedure, visualization was impaired due to fluid ingress. The duodenoscope was unplugged and plugged back in but the issue persisted. The procedure was successfully completed using another single-use scope. There were no patient complications reported as a result of this event.